Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was experiencing a hot sensation where the ins was located. The rep reported that the patient was describing it like someone put a hot iron on her skin. The rep reported that the patient was also feeling burning (a hot sensation) down her leg. It was noted that this hot/burning sensation was happening intermittently; the burning went on for 2 minutes and then went away. No falls or traumas are related to this issue. Positional movements were not related. The rep reported that the ins pocket site did not feel hot or swollen to the touch. The rep also reported that he was uncertain if the ins was tilted in the pocket site. The rep reported that the patient was getting good therapeutic effect. The rep took impedances at 1.0 v and 210 pulse width and saw the following range: 1016 ¿ 2026 ohms. The rep reported 0/1 and 0/2 were showing greater than 4000 ohms. The rep reported that the patient was programmer on 0/3 and was showing 1356 ohms. The rep retested impedances at 1.5v and 300 pulse width and reported that all out of range resolved itself and was seeing 0/1, 0/2 and 0/3 ay 2202 ohms. The rep reported that the patient wasn¿t feeling the burning at the time of the call and no imaging had been done. The rep reported that he did do some reprogramming on the day of the report and took out any out of range programs that were available to the patient.

Event description:
Additional information was received from the patient and it was reported that there were not unusual circumstances that led to the burning sensation and the device not effective intermittently. The patient reported that it just happened out of the blue ¿ the burning once in a while and the effectiveness continued to get worse and worse. The patient reported that no steps were taken to resolve the burning, just waited it out. The patient reported that for the ineffectiveness they keep turning up the amplitude. The patient reported that the burning was not as bad as it was and the ineffectiveness was getting worse.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient sometimes felt like ¿fire¿ at the implant site. The patient reported that she met with a manufacturer¿s representative (rep) 2 weeks prior to the report and reported that the rep checked the device and said everything was working properly. The patient reported that the rep told her that some wire was disconnected and the rep reprogrammed the device and told her to only use one program. The patient reported that at 3:30 am on the night prior to the report, she felt a fire sensation. The patient reported that she was lying in sleeping when she felt it. The patient also reported that when the device worked she probably got 75% relief of symptoms. The patient reported that the device would work for 3-4 days and then all of a sudden it was not effective at all. The patient reported that then she would increase stimulation and it would be effective for 3-4 days. The patient reported that when she first got the device it was better. The patient reported that after she got it the doctor told her she could try different programs and she did.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.